Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician provided an ultrasound which diagnosed intracapsular rupture. The device was replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental mw 1 should have been set as 22mar2023 and not 2022.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.